Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a burning and red irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse cleaned the electrodes on the belt for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.